Event description:
It was reported that while in the cardiovascular operating room (cvor), the intra-aortic balloon (iab) was prepped and the md inserted the sheath into the pts' right femoral artery. As the md was inserting the iab into the sheath, the iab became stuck. As a result, the md requested another iab for insertion. There was no reported pt death or injury. Surgical/medical intervention was not required. The delay in therapy was 10 minutes and pt outcome is 'fine." Reference MDR #1219856-2010-00520 for the second event involving the same pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional information becomes available.